Event description:
It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the pt returned with a subacute thrombosis. In 2004, the physician had deployed, a taxus express2 2.5 x 24 mm drug eluting stent in the 90% lesion in the lad, with "some degree of difficulty." The lesion had not been predilated. Angioplasty was then performed on the 99% stenotic lesion in the rca. A taxus express2 2.5 x 20 mm drug eluting stent was then deployed. There were no procedural complications and the angiographic results were excellent. The pt was given angiomax during the procedure; plavix and aspirin were prescribed for a minimum of 6 monmths. Three days later, the pt returned with chest pain, nausea, vomiting and s-t elevation. Repeated angiogrpahy revealed the ventricle to be slightly dilated anteriorly, consistent with an acute anterior wall myocardial infarction. The lad was occluded just proximal to the previously placed taxus express2 stent. The previously placed taxus express2 stent in the rca was found to be patent. With some difficulty, the lad was recanalized with a guide wire, followed by angioplasty of the thrombosed stent and proximal lad. Blood flow was reestablished and a taxus express2 3.0 x 20 mm mm drug eluting stent was deployed. The results were described as "adequate." The pt was given angiomax during the procedure. Pt was placed on integrilin for 12 hours, with instructions to continue aspirin, plavix and persantine to prevent further thrombosis.